Event description:
It was reported that during rectal cancer procedure the surgeon found that some staples came out when the surgeon closed device before the first firing. The staff changed to another reload unit to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that one cartridge was returned with the cartridge deck damaged and unfired. In addition, the one piece sled was noted to be broken. However, it could not be determined what may have caused the damage of the sled. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. Furthermore, two staples were note to be missing from the reload; the staple retaining cap was not received.